Manufacturer narrative:
Continued h.6. Health effect- impact code: f1901. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen®45 gts was implanted in unknown eye. Postoperatively, the gel stent eroded through conjunctiva. Device has been removed and surgery was completed with a different filtering procedure.